Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned device matches with upn provided by the customer. Visual inspection revealed that the spring tip is kinked 1.5 cm from the distal tip section. No additional damages found. Dimensional inspection was performed using the micrometer. Outer diameter dimensions of the proximal part, middle section, and spring tip were found within specification. Sheathing and unsheathing test was performed and the filter bag was successfully retracted and deployed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that difficulty removing protective sheath occurred. The target lesion was located in the carotid artery. A 190 cm filterwire ez¿ was selected for use. During the procedure, it was noted that the protective sheath was difficult to remove. The physician retrieved that device back to the sheath, then removed from the patient. The procedure was completed with another of the same device. No patient complications reported and the patient's condition was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that difficulty removing protective sheath occurred. The target lesion was located in the carotid artery. A 190 cm filterwire ez¿ was selected for use. During the procedure, it was noted that the protective sheath was difficult to remove. The physician retrieved that device back to the sheath, then removed from the patient. The procedure was completed with another of the same device. No patient complications reported and the patient's condition was stable.